Event description:
It was reported that the lead integrity alert triggered on the right ventricular lead when viewed on the remote monitor transmission. Noise and oversensing were consistent with a lead connection issue. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Visual analysis was performed only.